Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead capped and replaced due to noise that caused inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.